Event description:
Device 1 of 4. Ref. MFR. Reports: 1627487-2013-18389, 1627487-2013-18390, 1627487-2013-18391. It was reported the patient experienced discomfort and heating at the ipg site as well as ineffective stimulation. Surgical intervention was undertaken and one of the patient's ipgs was explanted and replaced. Additionally, the patient's model 3214 lead was explanted and replaced and one of her model 3186 leads was repositioned. It is unknown which model 3186 lead was repositioned; therefore, both are being reported.

Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-070262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.